Event description:
A customer reported his adc glucose meter displayed an unspecified "error" message upon sample application. (The customer did not note the error message.) The customer reported "he was in bed sleeping at about 1:30am on (B)(6) 2012," when he "woke up with a headache." The customer tried to test, but received an unspecified error message and called his neighbor to take him to a health care facility. At the health care facility, the customer was diagnosed with hyperglycemia and treated with "an IV drip of insulin, as well as liters of fluid to flush their system and lower their glucose levels." No self-treatment was reported. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).